Manufacturer narrative:
Due to character limit in e1 full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cs300 intra-aortic balloon pump (iabp) had display out of order. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and never encountered the reported error. However, fse cleaned the contacts on the coiled cable connector just to be safe. The fse performed diagnostic and functional tests after which no problems were found. All functional and safety test passed.